Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe was returned for evaluation for the report of the probe could not cutting properly during surgery. The returned sample was visually inspected and deemed nonconforming. Needle is bent approximately 30 degrees. Actuation testing was performed and deemed nonconforming. The sample did not open or close fully. Aspiration testing was performed and deemed nonconforming. The sample did not aspirate. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There is approximately 5-10 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. Gouge marks at bend area, cutting edge, and the entire length of the inner cutter. The probe was tested with a syringe and no resistance was felt. The actuation and aspiration tests were performed on the disassembled probe and the actuation and aspiration tests were found to be conforming. The initial actuation and aspiration tests were nonconforming; however, the sample was able to actuate and aspirate to its specification after disassembly. The complaint evaluation does confirm the probe had a performance issue. The reason for the performance issue was due to the bent needle. A bent needle causes a damaged inner cutter and that can impede the movement of the cutter shaft and cause interference between the two components and result in an actuation, cut, and aspiration failure. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 5-10 minutes, but it is not known how the needle and cutter actually became bent. No specific action with regard to this complaint was taken because the root cause cannot be determined from this evaluation. Also, no specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut properly during a procedure. The procedure was completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.